Manufacturer narrative:
The complaint investigation for false reactive toxoplasmosis igm results, on an architect i1000sr, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data provided by the customer showed that the retest results were nonreactive. The abbott representative instructed the customer, over the phone, to perform significant troubleshooting, including the replacement of the cmia reader, metal case, tested (rohs), list number 7-201909-02, which resolved the issue. Trending review determined no related trend for the product. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation for the likely cause list number was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect i1000sr, serial number (B)(6), was identified.

Manufacturer narrative:
Additional patient data provided by the customer on 13oct2020 was added to section b5 - describe event or problem.

Event description:
The following data was provided on 13oct2020: sample ID (B)(6) toxo igm initial result, on (B)(6) 2020, was 2.11 index, repeat was 0.07 index. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive architect toxo igm results for several patients. The following data was provided (<0.50 index is nonreactive, >/=0.60 index is reactive): sample ID (B)(6) toxo igm initial result was 5.46 index, repeat was 0.12 index. Sample ID (B)(6) toxo igm initial result was 7.17 index, repeat was 0.06 index. Sample ID (B)(6) toxo igm initial result was 5.27 index, repeat was 0.11 index. Sample ID (B)(6) toxo igm initial result was 6.02 index, repeat was 0.04 index. Sample ID (B)(6) toxo igm initial result was 5.54 index, repeat was 0.09 index. There was no impact to patient management reported.